Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) stated that the customer opened case for drawer failure, by mistake and determined that the dispatch was sent in error, as the site was designated as a self service location. No onsite repair actions were required. Fse coordinated with technical support to reassign the case to the hospital biomed team for further handling, which completed the necessary steps to address the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.2 pocket e2 was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.